Event description:
It was reported by the affiliate that the hospital observed the handpiece, and that the covering sheet was coming off the handpiece. This hsa06 handpiece was already a replaced handpiece of a h2tuv and that was broken on the connection screw.